Event description:
Additional information was received which reported that the patient was seen by the healthcare provider (hcp) on (B)(6) 2013 and the implantable neurostimulator (ins) was interrogated. The patient's leads read out-of-range impedances. The reporter indicated that the patient was being scheduled for a full replacement. If additional information becomes available, another follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 355029, lot # n119786, implanted: (B)(6) 2007, product type accessory. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient was seen by the hcp on (B)(6) 2013 and they had a CT scan that showed and "overgrowth of bone" over an electrode. Impedances were tested at the time as well, and there were high impedance values. It was stated that there was break on the lead or extension. A surgical revision or replacement occurred on (B)(6) 2013. The lead, implantable neurostimulator (ins) and the extension were surgically replaced. It was noted that there was a break "proximal to the extension along the lead". On (B)(6) 2013 the patient had an appointment with the hcp and it was stated that the patient experienced 60% improvement in pain. This information was previously reported in manufacturing report # 3004209178-2013-07129. Any additional information pertaining to the lead break event will be reported under this manufacturing report.

Event description:
Additional information received reported the patient was implanted with an entire new system giving her more contacts and better coverage. It was noted the patient was doing very well.

Event description:
The patient reported that she fell two months ago and at that time she didn't feel like she needed to see the doctor, but after that she noticed more stimulation changes. The patient noted she was in pain and after meeting with the manufacturer representative had x-rays done on friday, in case there was a problem with the leads due to the fall. It was noted that the patient had other surgeries on her spine. The patient stated that the stimulation was working, but she did not feel it and it was not helping her pain. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).